Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 56 - (B)(4)/lot 124086 (66 shells produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Thirty-six shells belonging to this lot have already been implanted and no similar incidents have been reported up to now. From the data collected, there is no evidence that the event is device related.

Event description:
Ref imp report (B)(4).